Event description:
Pt reported obtaining a blood glucose result of 130 mg/dl, while using the suspect device. Pt indicated that, immediately after the valve displayed, she lost consciousness. Pt's relative reportedly found her unconscious and treated her with a glass of milk. Fifteen minutes later, pt stated that she awakened, feeling weak and tired. Pt reportedly self-treated by drinking an additional glass of milk. No additional treatment was received. Pt also reported experiencing a similar event 6 months earlier. Pt indicated that she had obtained a result "in the mid 100s", after which she immediately lost consciousness. Pt stated that she was taken to her physician the following day, where she received an EKG. No additional info, about the pt's diagnosis or treatment, was provided. Quality control testing had not been performed on the system. Tech support requested the return of the suspect product and replacement product was shipped.